Event description:
It was reported that a homechoice automated pd set with cassette had air in the patient line. During troubleshooting for an unrelated alarm, the patient saw air bubbles in their patient line.during fill cycle one of three of peritoneal dialysis therapy. The technical service representative advised the patient to end therapy and restart with new supplies. There was patient involvement, however there was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). The reported condition indicates a potential malfunction of the disposable cassette. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.